Manufacturer narrative:
Results and conclusion summation: engineering reviewed the incident information. It was stated that the graftmaster chosen may not have been long enough to cover the perforation. It is also possible that the graftmaster was not placed centrally over the perforation. Based on the review of the device history records, the device was in working order and left abbott vascular instruments gmbh in rangendigen as per specifications.

Event description:
Reporting status: death. Reporting rationale: perforation leakage, pericardiocentesis performed, patient expired. Device issue: none. It was reported that the graftmaster stent was implanted in 2007. There was leakage at the edge of the stent. Pericardiocentesis was performed and the patient was discharged to the intensive care unit, but expired the next day. No additional event or patient information is available.